Manufacturer narrative:
The reported complaint was confirmed. The power manager board (pmb) assembly was returned for evaluation but the reported complaint could not be duplicated in the lab. The pmb performed to specifications during laboratory analysis. No additional information was obtained per log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the ccp, the system was primed for a second case. The ccp verified the hospital outlet was powered and neither of the base circuit breakers were tripped, so they decided to swap out the system. This system just received the software update and two year preventive maintenance (pm) on the morning of (B)(6) 2015 and showed no issues. The field service representative (fsr) arrived at the hospital and system was still running on battery in pump room. The fsr plugged the system into outlet and could hear the base fans running and verified the auxiliary outlet was powered, but the system never switched to a/c operation. The fsr verified all connections on the power manager were in place, he installed a new power manager. The fsr upgraded the new power manager to 1.70 revision software and copied all the data logs. The fsr waited for the new power manager to reset to 18.0000 amp hours (ah) and completed all necessary testing. Since the system had run two hours plus on battery, the fsr installed new batteries as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the system-1 would not run on alternating current (a/c) power. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.